Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was dislodged via x-ray. High pacing lead impedance was also noted. Lead was explanted and replaced when repositioning was unsuccessful. Patient was stable post-procedure.